Event description:
It was reported that an ultrastab 2l with 4 leads bag had a port that was not attached to the bag. There was no patient involvement as this was identified before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection confirmed the reported condition; the blue bag connector along with its tubing was loose in the pouch and not attached to the bag. Closer visual inspection found that the tubing was incorrectly attached to the bag during the assembly process. The cause was determined to be a human operator error during the manufacturing process. In order to address this issue, involved operators were provided with awareness training. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.